Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button was non-functional. The response button switch was defective. Additionally, the interconnect board was mis-aligned, which caused pulse current and pulse voltage faults. The root cause for the defective response button switch and mis-aligned interconnect board could not be positively identified. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.

Event description:
A (B)(6) female pt called zoll customer support to report that the response buttons on her monitor were not working. The pt was issued a replacement monitor.